Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2020 because blood glucose level was high with the presence of ketons, nausea and vomiting conditions. Therefore, the patient was treated with bolus from pump and IV insulin drip. The patient was hospitalized for 1 night. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6)